Event description:
The report stated that during a hysterectomy no sealing could be done, although an end tone, indicating a completed seal cycle, was heard. This resulted in bleeding under 500cc. Another device was used to complete the procedure. There was no patient tissue damage.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.